Manufacturer narrative:
The used device has been returned to angiodynamics, however the investigation into the root cause is still on-going. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6), in the distributor's warehouse a hole/tear was found in the tyvek portion of a convenience kit pouch, breaching the sterility. The kit had not been provided to a hospital and was returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot: 5489998 for item number: h749606917891 for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the convenience kits product family and the failure mode "package hole/perferated. " no adverse trend was identified. The returned sample was visually inspected and the reported complaint could not be confirmed. Visual inspection under magnification was performed by the packaging engineer and, although the pouch had been severly handled and there were many wrinkles in the tyvek portion of the pouch, no hole was detected. No correction is required since the returned complaint sample was visually acceptable and no manufacturing non-conformances were observed. (B)(4).